Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "autofill failure" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the pt interface module (part number: (B)(4)). In an unrelated repair, the front end board (part number: (B)(4)) was also replaced, due to an intermittent connector. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).